Event description:
During the procedure, it was reported that the capture coil separated from the pushwire after the pipeline was deployed and the broken segment was removed with a solitaire stent.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation and it was found broken into two segments. Cross-sectional analysis of the fracture surfaces indicated that the pushwire failed due to torsional overload.(B)(4).